Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred. Customer's blood glucose (bg) levels ranged from under 40 mg/dl to over 200 mg/dl. Cause of low bg was unknown. No further information was obtained as customer declined troubleshooting with tandem technical support.